Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up were unsuccessful. The recipient has not contacted the facility for further follow-up. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.